Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a depleted main battery. "This condition had the potential to interrupt delivery." This was not reported by the customer. "Here was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and the condition was confirmed by service. "This complaint is an ancillary service event." The cause was identified to be a depleted main battery. "To correct this condition the main battery was replaced." If any additional information is received, a follow-up will be sent.